Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just an "adverse event" as previously reported due to the report that on a post-operative surgical exploration, it was identified that the staple line was intact; however, there was a large hole just beneath the staple line; which could potentially be related to a product problem. Corrected information can be found the following fields: b1, annex e, annex f, annex a, annex g, annex b, annex c, and annex d. B1 updated from "adverse event" to "adverse event and product problem". Annex e updated to include e0506 - hemorrhage/bleeding and e0602 - cardiac arrest. Annex f updated to include f02 - death. Annex a updated to include a24 - adverse event without identified device or use problem. Annex g updated to include g07002 - appropriate term/code not available. Annex b updated to include b13 - communication/interviews and b17 - device not returned. Annex c updated to include c20 - no findings available. Annex d updated to include d15 - cause not established.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The sureform 45 curved-tip stapler instrument used during this event has been requested to be returned, but the customer reported that the stapler and associate reloads have been discarded. All instruments used in the case were used in subsequent procedures, with the exception of the following: the cadiere forceps and sureform 45 curved-tip stapler instruments. The sureform45 stapler instrument is a single use instrument. Site reviews have shown that no complaints were filed against the instruments or the associated stapler reloads. A follow-up MDR will be submitted if additional information is obtained. A review of the system and instrument logs for the procedure date of (B)(6) 2020 has been performed. There were no observed events in the system logs that would suggest a product issue, and the logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. Technical review of the logs for the stapler instrument were performed, and no issues were observed. Advanced stapler logs were reviewed for the procedure date of (B)(6) 2020. Logs show that sureform stapler part number (pn) 480545-04, lot t90200103-0032 fired 6 reloads (5 white + 1 black). All firings were completed per the logs. There were no incomplete clamps in the procedure. It is unclear at this time which reload was fired on the artery that leaked. As of 16-sep-2021, a review of the site's complaint history does not show any additional complaints related to this event. No images or videos of the event were shared for review. On 18-jul-2020, an isi internal medical safety officer provided the following after reviewing the case information: there was not enough information to provide further assessment of the events that occurred during the case. According to the information provided, the patient underwent a da vinci-assisted lobectomy procedure and experienced a bleed post-operatively from a transected pulmonary artery branch. As a result of the significant blood loss, the patient experienced hypoperfusion and cardiac arrest. The patient underwent an emergent thoracotomy due to the hypoperfusion and cardiac arrest. The patient expired within 3.5 hours of the initial da vinci-assisted lobectomy procedure. During the emergent thoracotomy, a hole ¿beneath the staple¿ in the transected pulmonary vessel was identified as the source of bleeding. The staple line of the transected vessel that contained the ¿hole¿ was noted to be intact. No other source of bleeding was identified. The attending surgeon of record indicated that the initial surgical procedure was ¿textbook.¿ the surgeon reported that there were no intraoperative complications during the initial procedure. The surgeon used the sureform 45 mm stapler with a ¿vascular¿ or white staple cartridge. The stapling of the vessels was reported, by the attending surgeon, to be both ¿smooth¿ and ¿straight-line¿ transections without any torqueing of the stapler. Based upon the information provided, the patient experience acute blood loss anemia due, hypoperfusion, cardiac arrest, and subsequent mortality due to a hole ¿beneath¿ the intact staple line in the transected pulmonary artery. The cause of the ¿hole¿ in the transected pulmonary artery is unclear. The hole may be the result of a ruptured aneurysm or pseudoaneurysm due to an injury of the pulmonary artery wall during the procedure. On 26-aug-2020, an isi internal medical safety officer provided the following after reviewing the case information: based upon the additional information provided by the attending surgeon the reported cause of death is pulmonary artery rupture. Additionally, the surgeon performing the case did not identify any product malfunctions or challenges during the case that would point to a product issue or an issue related to the usage of the product. Internal investigation of the instrument and system error logs have confirmed that there is no sign of a product issue during the surgery. This event is being reported due to the following conclusion: after undergoing a da vinci-assisted lobectomy procedure, the patient experienced post-operative bleeding due to a hole on an artery. The patient went into cardiac arrest and expired. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that after a da vinci-assisted lobectomy procedure, post-operatively, a blood vessel within the patient began to bleed. The vessel was a part of the pulmonary artery branch and was previously transected with the sureform 45 instrument. Significant blood loss, cardiac arrest, and patient death occurred 3.5 hours post-operation. It was reported that on a post-operative surgical exploration, it was identified that the staple line was intact; however, there was a large hole just beneath the staple line. The pulmonary vessel was of "normal height," with no intra-operative bleeding during the procedure. The surgeon stated that "the case was textbook in dissection and stapling of the pulmonary artery branches using the new 45 mm disposable stapler (vascular loads). The stump of the vessel was a "normal height" and not a long stump. We had no intraoperative bleeding or hint of vessel injury during the case. The patient had no bleeding in pacu and remain hemodynamically stable. Stapling of the vessels were smooth, straight-line transections with no torqueing of the stapler." On 13-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales associate (csa) and obtained the following additional information regarding the reported event: the csa stated that the da vinci-assisted lobectomy procedure was on (B)(6) 2020 and he was present. The patient was a female. There were no intra-operative complications reported. Post-operatively the patient was stable in pacu and then was transferred to her room. Then, the patient's blood pressure dropped, and the patient coded. The patient was taken into the or and underwent an emergency open surgical exploration by another surgeon (since the surgeon who performed the initial robotic procedure was performing another robotic procedure.) The second surgeon identified that the staple line on the transected pulmonary vessel was intact; however, there was a hole beneath the staple line that was bleeding. As a result of the bleeding, the patient experienced cardiac arrest and expired within 3.5 hours of the initial da vinci-assisted lobectomy procedure. When the csa asked an or nurse what the potential cause could have been, the or nurse stated that it was probable that the patient's tissue was not viable. On 20-jul-2020, an isi clinical sales representative (csr) confirmed that the site or surgeon has stated there is no allegation of a malfunction of an isi device or system to have occurred, secondary to the fact that the second surgeon had confirmed that the staple line on the pulmonary vessel was intact and the bleeding was from a "hole" right below the intact staple line. There were no reported intra-operative complications. On a subsequent follow-up on 21-jul-2020 with the surgeon, isi gathered the following information: it was reported that the patient was a (B)(6) year old, female with a history of hypothyroidism, hyperlipidemia, and large cell neuroendocrine carcinoma. The surgeon stated that during the procedure, the pulmonary artery's a1 branch was the last in line to be stapled before the bronchus. After the bronchus was stapled, the procedure was completed. He stated that the dissection was not tricky, and there were no issues with clamping, pauses, tissue tension, and bunching. The staple fire was "normal and smooth, textbook description." The tissue was viable, and he did not have to manipulate it hard to staple. There was no intra-operative bleeding or complication. The procedure was completed, and the patient was in pacu for 2.5 hours. The patient had breathing treatment, and about 60cc of blood was drained. The patient was then transferred to her room, and while moving to her bed, the patient coded. The surgeon's colleague took the patient in for an emergency procedure as the initial procedure surgeon was in another robotic procedure. It was identified that the staple line on the a1 branch was intact; however, approximately 1 mm below the staple line, the pulmonary artery had a hole, and the patient was bleeding. As a result, the patient expired. The surgeon confirmed that there is no allegation that an isi device or accessory malfunctioned. However, the cause of pulmonary artery rupture is unknown. There is no video recording of the procedure. The cause of death, as reported in the death certificate, is pulmonary artery rupture. On 11-sep-2020, isi contacted the site risk management department regarding any potential causes of the pulmonary rupture leading to death. No information was available at the time. On 17-sep-2021, isi contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that he has had no further issues since this event. The hole in the vessel was below the intact staple line and the surgeon reported that this is similar to a ¿blow out.¿ the surgeon said there is no documented autopsy for him to provide and that he does not understand the cause of the bleed. The surgeon reported that the stapler instrument was discarded and that he does not know which reload color was used near the vessel hole to report as a the suspected reload fire. The surgeon reported that the delay in bleeding and location of the hole is still confusing.